Event description:
An arterial air alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback of the pt's blood, resulting in an estimated blood loss of 190cc. The pt's hgb decreased from 10.0 g/dl pre event to 9.1 g/dl on (B)(6) 2011. Standard epogen dose was increased from 6,000 units 1 x week to 8,000 units 1 x week. No other medical intervention was required for the blood loss.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff have been notified and provided additional review of alarm recovery. There have been no subsequent similar problems reported. Nxstage medical considers this report closed. No additional info will be provided.